Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported complaint could not be duplicated at this time. Evidence of non-MFR parts and service was found, which may have contributed to the event. Service will complete any necessary maintenance or repairs and then return the device to the customer.